Event description:
It was reported that a pump declared an alarm during the loading process, specifically alarm 30. There was no adverse impact to the customer's blood glucose level. The customer was unable to successfully load a new cartridge as the alarm recurred, leading to technical support's decision to replace the pump under warranty. The customer was instructed to switch to multiple daily injections to ensure continuous insulin delivery. Technical support also guided the customer to put the pump into storage mode and provided instructions for the return of the defective pump using a pre-paid label.